Event description:
In invasive heart lab - once the tavr (transcatheter aortic valve replacement) valve was deployed safely, the balloon that the valve was mounted on ruptured. This didn't affect the tavr portion of the procedure. The physician was not able to retrieve the balloon back through the sheath. An emergent vascular consult was made. And multiple attempts were done to remove balloon, which was lodged in the proximal right external iliac artery. There was damage to the intimal layer of external iliac and common femoral artery that required reconstruction due to device trauma. A bovine pericardial patch was used to reconstruct the artery in patch angioplasty. Patient had an audible pt signal in his right foot post op. 1500ml blood loss resulted from this extended procedure. Patient was discharged to ICU in stable condition.